Manufacturer narrative:
Additional information was received that the patient had a permanent implant (unknown procedure) and not a revision.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.